Event description:
It was reported to vyaire medical that the avea ventilator gives constant occlusion alarm during set up prior patient used and also knocks when it sounds like it is supposed to be delivering a breath. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.